Event description:
It was reported patient experienced low impedances. Surgical intervention was undertaken wherein the extensions were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Manufacturer narrative:
A patient experiencing low impedance was reported to abbott. The patient extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.